Event description:
The facility reports a pt that was connected to a pump programmed to infuse vancomycin in a piggy back container. The prime solution was 9% saline. The pump was set to deliver 45 ml of vancomycin at 4.2 ml/hr after about 8 hrs, the rate was increased to 6.3 ml/hr to deliver the remaining 11.7 ml. When the pump alarmed, keep the vein open (kvo), the nurse checked the back of vancomycin, it was discovered that only a small amount of fluid had left the bag. When the facility's biomedical engineer checked the set, he discovered that the set had been damaged by the pump. The set had only been in the pump 24 hrs. No pt injury or reaction was reported. No additional info is available.

Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.